Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed an "error 2" message. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the alleged product issue began on (B)(6) 2011 at an unknown time. The patient reported that he manages his diabetes with oral medication diet and exercise. The patient further stated that when the issue began no changes were made to his diabetes routine. The patient reported that he became "sweaty" after the product issue began. The patient stated that no treatment was received due to the product issue. During troubleshooting, the cca confirmed the error message and that no misuse of the meter had occurred. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4) 2012 supplemental information: adverse event was omitted in error on the 3500a.

Manufacturer narrative:
(B)(6) 2012 supplemental information: adverse event was incorrectly identified in supplemental follow up #1. Event type should have been identified as adverse event and/or product problem.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.